Event description:
Peripherally inserted central catheter (PICC) placed but internal electrocardiograph (EKG) failed to capture internal peaked p-wave due to faulty connection of sherlock sensor holder. Chest radiograph (cxr) had to be obtained for confirmation.